Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a hardware reset as well as failure to convert rhythm during an unrelated procedure. It was noted that the cardiologist provided drugs to correct arrhythmia. The patient¿s mental health was not good. Further information requested however, was not provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a hardware reset as well as failure to deliver shock during an unrelated procedure. It was noted that the cardiologist provided drugs to correct arrhythmia. The patient¿s mental health was not good. Further information requested however, was not provided.